Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed, they found the mobile view station (mvs) and image acquisition system (ias) not fully connected. They changed the iport and the issue resolved. A system checkout was performed and the system is working as intended. The computer was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was not confirmed. The computer was returned unused. The iport was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. They installed the pleora on a known working system. The system readied, but actuation of either 2d or 3d, a frame rate error occurred and the system would go into stand alone mode until it was acknowledged. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system would not exit standalone mode. The site restarted the system twice with no change. Imaging was aborted. There was no delay to the procedure. No impact on patient outcome.